Manufacturer narrative:
Other, other text: h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. One device was received. A visual inspection noted a faulty pump. Filled tank with water, attached temperature check, plugged in line cord, turned on the power switch and performed functional tests. Could not duplicate or confirm the complaint however the pump would not circulate the water. A device history record (DHR) review was not performed because the device is beyond a year from its manufacture date and there was no indication of a manufacturing defect during the investigation. There was no indication or evidence in the service history to indicate that the complaint was related to a previous service. Action taken; the pump was replaced and performed preventative maintenance (pm). Device passed all functional testing.

Manufacturer narrative:
B3: date of event and d4: UDI section are unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that the device did not power up. Customer said it was "dead in the water". Patient involvement is unknown.